Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was generated due to high out of range pace impedance measurements on this systems, right ventricular (rv) lead. No resulting adverse effects were reported and the patient was instructed to visit their following clinic for an evaluation. During the in-clinic evaluation, the patient presented with an underlying sinus rhythm and was syncope free. Rv impedance and thresholds were normal upon first evaluation; however with arm movements both measurements exhibited higher than expected values. Additionally, some previously unseen noise was evidenced during arm movement exercises. A chest x-ray was completed but again failed to show any obvious abnormalities with either the rv lead or a header interface connection anomaly. The rv output and duration for therapy zones were both reprogrammed and a system revision arranged at a later date. The patient was discharged.